Event description:
Reported due to failure or cross/seal a perforation with jostent graftmaster. The physician reportedly attempted to place a jostent graftmaster following a perforation, which occurred after the use of a "cutting balloon." The physician was unable to cross the perforation and the pt had a cardiac arrest. Cardiopulmonary resuscitation was initiated and the pt was transferred to the coronary care unit (ccu). Reportedly the pt is stable and remains in the ccu. Although requested, no additional information was provided.